Event description:
The procedure date for this event is unknown. It was reported that during lesion pre dilatation of a ptca procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 9 atms. The total number of inflations and to what atms is unknown. The lesion being treated was in the left anterior descending (lad) coronary artery. The procedure was successfully completed. No aptient injuries or complications were reported. Patient status is reported as satisfactory/good.